Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the left ventricular lead was dislodged. The lead was explanted and replaced. The patient was fine before and after discharge.

Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The full measured s-curve hump height was within specification. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.